Event description:
A customer observed a positively biased potassium result on a patient sample. Negative results were obtained upon repeat analysis with the same instrument and an alternate analyzer. The magnitude of the bias could result in inappropriate treatment. There was no report of harm as a result of this event.